Manufacturer narrative:
Received one opened inlay ureteral stent with the original unit packaging. Visual inspection noted that one of the pigtails had broken off the stent. The broken pigtail was returned with the sample. Further visual evaluation observed that kidney end is broken. The broken section presents stress marks; like the stent was stressed beyond its tensile capabilities. Functional evaluation found no difficulty in slipping the guidewire through the stent. The stent dimensions were found to be within specification. The reported event is confirmed with the cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." (B)(4). After device history record was reviewed, a more accurate expiration date was found. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent broke when placing to the patient.